Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g1, h2, h3, h4, h6. The device was returned to olympus for inspection, and the reported failure was confirmed. The event is detectable/preventable by handling the product in accordance with the following IFU. Gif-h190, pcf-h190dl/I reprocess manual ¿5.5: manual cleaning of endoscopes and accessories". Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the colonovideoscope had orange liquid and foreign material come out of the scope when being cleaned during reprocessing after a diagnostic colonoscopy procedure. The cleaning brush was stained and it could not be removed. The customer noted that no orange chemicals were ever used. There was no patient involvement.

Manufacturer narrative:
Full e1 establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.